Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a zimmer biomet sales rep reports a revision surgery to perform a poly swap, which occurred on 12/2/2024. Additional information received on 02-20-2024: poly swap. Increased size for stability.

Manufacturer narrative:
Section d.4 lot # added.